Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and determined that the main high energy capacitor inhibits the energy charge and would not allow the device to deliver a defibrillation shock. Physio further evaluated the main high energy capacitor and determined that socket 2 of a plug connector, designator p502 is open and burned. The connector was making only intermittent contact to pin 1 of p502 and was arcing. The customer received a replacement device.

Event description:
It was originally reported that the device only had its service wrench illuminated, but still functioned; however after initial evaluation by physio-control, it was observed that the device would state "motion detected" when charging for a defibrillation shock and would not deliver the shock. There was no pt use associated with the reported failure.